Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicates out of range and ra lead was showed as per x ray in the inferior vena cava. This ra lead was sent for hospital evaluation for infection. Subsequently, patient was discharged and in good condition.